Event description:
Patient reported he was receiving a pump occlusion message. Attempted to troubleshoot with patient online. Patient tried a new cassette and both pumps. Attempted to change cadd ext set while on phone. Patient reported his pump was still not pumping. Advised going to hospital. Patient reported in january this also occurred and he needed a new line. Patient will drive to hospital now. Advised if hospital needed dosing info to reach out to us. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred unknown. No additional information is available at this time. If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Upon patient return did we replace device? Not at this time. Did the patient have a backup device they were able to switch to? No. If yes, was the patient able to successfully continue their infusion? No. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Ongoing.